Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that the optic has been cut or torn in half. One haptic is attached to each piece of the optic, and the haptics are not damaged. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the information provided the root cause cannot be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was implanted and removed intra-operatively, due to a tear in the capsule. There was reportedly no issue with the lens itself or with loading the lens. Incision was enlarged to cut/remove the lens, an anterior vitrectomy was performed, and sutures were used. The surgeon decided to implant a 3 piece lens instead. Additional information has been requested but has not been received.